Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c2077430 of echo-hd-22-ebus-p-c was returned in sealed packaging. The device related to this occurrence underwent a laboratory evaluation on 02 january 2024. The lab and lab attendance can be viewed in the ¿returned product ¿ notes¿ section. The distal end of the needle was examined, and no issue was observed. An image of used devices was shared showing the complaint issue. As per image provided the distal end of two needles appear to be kinked distally while the distal end of the other needle appears to be broken. It should be noted that this file is related to another complaint files. For details of the other investigations please refer to (B)(4). Manufacturing records: prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c2077430 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0110 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0110). Image review: as per image provided the distal end of two needles appear to be kinked distally while the distal end of the other needle appears to be broken. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause is difficult to determine but could be attributed to advancement into a hard lesion or through hard tissue causing the distal tip of the needle to break. From additional information provided gaining access to the target site was difficult. It was stated in the complaint description that ¿broken needle during procedure of lymph node in mediastinum.¿ summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, broken needle was removed immediately and there was no force required to remove the device. Secondary intervention was performed during the same procedure after the device failure. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 26-feb-2024.

Manufacturer narrative:
PMA/510(k) # k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Broken needle during procedure of lymph node in mediastinum. Removed immediately. Customer wrote there was a complaint with this lot number plus lot number c2077430. Which is from oc# (B)(4). Complaint for sent to customer for completion. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience adverse effects due to this occurrence. The product did cause or contribute to adverse effects. 1. Are images of the device or procedure available? N/a, 2. If the report involves a kink or bend in the needle, where is this located on the device patient end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return no. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? Yes, if no, please specify where the damage is located: _____________________ 6. Was gaining access to the target site difficult? Yes, 7. Was the device used in a tortuous position? No. 8. Was puncture of the target site difficult? No. 9. Please describe the anatomical location of the intended target site lungs. A. If the lungs, which lymph node was being targeted? 7. 10. Please describe the size of the intended target site. 11. If not with the device in question, how was the procedure performed and/or finished? 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? No. 15. Did the patient require any additional procedures as a result of this event? Yes, 16. What intervention (if any) was required? Re ebus. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure, 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? 21. Was resistance felt while inserting the device through the scope? No. 22. Was the scope recently serviced / repaired? No. 23. When was the issued with the product noted? Needle retraction? 24. Was the syringe used during the procedure, after the stylet was removed? Yes, 25. Was difficulty experienced while retracting the needle? No. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? No. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 28. Was the stylet partially removed when advancing the needle into the target site? No. 29. How many samples were obtained (passes completed) with this needle? 30. Did any section of the device detach inside the patient? No. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?